Manufacturer narrative:
(B)(4). Date sent: 11/28/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging issues. The device was tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Event year only reported: 2022. Batch #: x94x36. Additional information was requested and the following was obtained: did the damage of the packaging compromise the sterility of the device? [Ans: yes] a manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was opened and the inner package was found defect at the corner. Nurse worried that it was contaminated. There were no patient consequences.